Event description:
It was reported that the patient received a shock while weight lifting due to a fractured right ventricular (rv) lead. The rv lead was explanted and replaced. It was also reported that during the extraction of the rv lead the device was damaged. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The device has not been returned to the manufacturer and will not be evaluated.

Event description:
It was reported that the patient received a shock while weight lifting due to a fractured right ventricular (rv) lead. The rv lead was explanted and replaced. It was also reported that during the extraction of the rv lead the device was damaged. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # evaluation summary: the actual device was not received for evaluation. Diagnostic information was received from the device and evaluated. The information shows: 1 - patient alert for oot ubthreshold lead impedance (B)(6) 2012. Daily pace lead trend data shows an abrupt increase for ventricular pace bi impedance = 494 to 4047 ohms peak between (B)(6) 2012 and (B)(6) 2012. Ventricular short interval count v-sic=1472 counts, in 0.92 day, between (B)(6) 2012 14:01:01 and (B)(6) 2012 11:59:08. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.